Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 418 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient's mother realized the cannula did not properly insert in the infusion site; the cannula also appeared bent.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. The pod download data returned an 0x33 alarm, indicating the user did not send a command to the pod within the allotted amount of time. Generation of the hazard alarm stopped the delivery of insulin. No defects or deficiencies were observed in the device. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No hazard alarm was generated during this test.